Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8583, lot# n286211, implanted: (B)(6) 2011, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving an unknown pain drug via an infusion pump implanted for spinal pain. It was reported that the patient's back had been hurting and his pain pump hasn't felt like it's been working like it was supposed to. The patient's pump was implanted in (B)(6) 2011 and his back pain has been present over the past 18 months (approximately (B)(6) 2014). On (B)(6) 2015, the patient went to the healthcare professional (hcp)'s office; they ran tests and concluded that he was not receiving his full dosage of medicine. Additional information was received from a healthcare provider (hcp) via a company representative. It was reported that a dye/rotor study was performed on (B)(6) 2015. The catheter dye study was normal, but the rotor study was abnormal. The rotors were reportedly moving, but not their full amount. The patient was referred to a surgeon, who suggested that the pump be replaced, and the replacement was performed on (B)(6) 2015. Additional information was requested from the hcp regarding drug information. If additional information is received, a follow-up report will be submitted.